Event description:
One year after replacement of the device (see MFR report # 3007566237-2010-07714), the pt had no stimulation, increased pain, and a swollen hand. No telemetry was possible with any of the programmers. The pt worked around high magnetic fields and at first, when at work, he only experienced strong stimulation. The pt was able to resolve the strong stimulation with a "skirt of lead" over the device. However, later the pt experienced his current symptoms. The device was replaced, and there were "good" impedances and the "same stimulation as before."

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.